Manufacturer narrative:
Correction: product event summary: (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed via log files which revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. 137 high watt alarms were logged since (B)(6) 2017 and 100 low flow alarms were logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Dimensional verification revealed that the impeller balance measurements and rear housing disc curvature were found to be deviating from specifications. These deviations likely resulted from the thrombus within the pump which created forced contact in between the impeller and pump housing surfaces thereby leading to abrasion marks on the pump housing and impeller surfaces. The abrasion marks were significant enough to alter the balance of the impeller. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump and not the initial source of the problem. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progres sion of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2017 with complaints of increasing fatigue and overall does not feel well.  The patient reported elevated flows up to 7-8's.  Their lactate dehydrogenase (ldh) was 543, plasma free hemoglobin was under 30. Log files reveal increasing power and flow starting (B)(6). Low flow alarms have been logged since (B)(6) 2017, and high watt alarms have been logged since (B)(6) 2017. The patient was admitted with power consumption above normal operating ranges. Power and flow continued to trend up. The patient was placed on heparin drip at admission. The patient did not respond to coumadin and there was not adequate platelet inhibition despite full dose aspirin and plavix. The pump was exchanged on (B)(6) 2017. No further patient complications have been reported as a result of this event.